Event description:
A malfunction on a pump was reported by the caller, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, which resolved the malfunction, allowing the customer to continue using the pump. The caller was advised to contact support again if any malfunction code recurred and acknowledged this guidance.